Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that review of a remote transmission showed the right ventricular (rv) lead exhibiting a single undersensed ventricular event on a stored high rate non-sustained episode. The lead remains in use. No patient complications have been reported as a result of this event.